Event description:
A patient reported that they are switching to their last bottom aligner but a few of their bottom teeth are not moving well. The patient said two of their teeth are not tracking. Their older aligners are uncomfortable, as most of teeth have already shifted. Their current aligner is comfortable, but their teeth simply are not straight.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.